Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd display would not turn on. The device's lcd display would need to be replaced to address the issue. Determination made for device to be scrapped. Additionally, the front case enclosure was found to be misaligned and the handle was missing, both issues were not related to the issue being reported as a malfunction.